Event description:
It was reported that the metal tip that connects to the balloon was broken and wasn't able to fill the saline to the balloon. The broken piece was removed from the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.